Event description:
It was reported to philips that the allura device would not boot up. The device was in clinical use at the time of the reported event. No harm to patient or user was reported. A philips field service engineer (fse) inspected the system onsite and identified an issue with the pan handle. Fse proceeded to remove the stand alone pan handle and the system was returned to use in good working conditions.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was outside of clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing fse found that the issue with the broken pan handle. Fse removed the pan handle. After removing the pan handle, the system was return to use in good working order. The codes were updated based on the investigation outcome.